Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. One picture and two videos were received and reviewed. Customer report of thrombosis was unable to be confirmed. The image showed what appeared to be tissue/organic matter in a container. First video showed the outflow aspect of an explanted valve. What appeared to be vegetation/thrombotic material was visible on the outflow aspect. The second video showed the inflow aspect of an explanted valve with blood. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Multiple suture threads remained attached to the sewing ring. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx27mm valve implanted in mitral position was explanted after five (5) months due to thrombosis. A non-edwards mechanical valve was implanted in replacement.